Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was due to constipation. The patient was treated with an inj. Of reflin and an inj. Of fortum (500 mg, ip and frequencies not reported) (all bags) for the peritonitis. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.